Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue/ location was suturing when pull off occurred? Abdomen close. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. How much time the surgery was the prolonged due to pull off event? Unknown. Lot number? Unknown. Procedure date? Ectopic pregnancy surgery. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ectopic pregnancy procedure on (B)(6) 2021 and suture was used. During the closure of the abdomen, the suture pulled off the needle. The surgery was completed with a new absorbable suture. The procedure was delayed for an unknown amount of time. There were no patient consequences reported. Additional information was requested.